Event description:
It was reported the catheter was inserted into the patient's radial artery in the cctc at 2250 hrs. On (B)(6) 2014. A transient waveform was noted from the beginning. The clinician ws able to intermittently draw blood and intermittent transiency of waveform was reported. On (B)(6) at 0700 hrs. The catheter was removed because they were unable to obtain waveform or draw blood. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.